Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / malposition of essure device/migration of essure device location of device: the x-ray could not locate the device/failure to occlude') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, appendicitis perforated, seizures, cough, hoarseness, sore throat, pneumonia, brain operation, bronchitis and epilepsy. Concomitant products included budesonide and intrauterine contraceptive device (iud nos). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue,") and arthralgia ("knee pain / hip pain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavy menstrual cycles and clots"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant), nausea ("nausea"), mood swings ("hormonal changes describe: mood swings"), anxiety ("anxiety,"), nervousness ("nervousness,") and depression ("depression,") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, psychological trauma, hormone level abnormal, headache, nausea, weight increased, vaginal haemorrhage, menorrhagia, migraine, mood swings, fatigue, anxiety, alopecia, nervousness, depression and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, nervousness, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / malposition of essure device/migration of essure device location of device: the x-ray could not locate the device/failure to occlude') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, appendicitis perforated, seizures, cough, hoarseness, sore throat, pneumonia, brain operation, bronchitis and epilepsy. Concomitant products included budesonide and intrauterine contraceptive device (iud nos). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue,") and arthralgia ("knee pain / hip pain"). In (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavy menstrual cycles and clots"). In (B)(6)2014, the patient experienced device dislocation (seriousness criterion medically significant), nausea ("nausea"), mood swings ("hormonal changes describe: mood swings"), anxiety ("anxiety,"), nervousness ("nervousness,") and depression ("depression,") and was found to have weight increased ("weight gain"). In (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, psychological trauma, hormone level abnormal, headache, nausea, weight increased, vaginal haemorrhage, menorrhagia, migraine, mood swings, fatigue, anxiety, alopecia, nervousness, depression and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, nervousness, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6)2014: results: unilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: pfs and mr received : events added-abnormal bleeding (vaginal, menorrhagia), hormonal changes describe: mood swings, fatigue, hair loss, migraines , nausea, arthralgia, psychological or psychiatric problems condition: nervousness, depression, & anxiety. Aka name added, reporter added, patient demographic added, events onset date, events severity, concomitant drug, medical history and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / malposition of essure device/migration of essure device location of device: the x-ray could not locate the device/failure to occlude') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, appendicitis perforated, seizures, cough, hoarseness, sore throat, pneumonia, brain operation, bronchitis and epilepsy. Concomitant products included budesonide and intrauterine contraceptive device (iud nos). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue,") and arthralgia ("knee pain / hip pain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavy menstrual cycles and clots"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant), nausea ("nausea"), mood swings ("hormonal changes describe: mood swings"), anxiety ("anxiety,"), nervousness ("nervousness,") and depression ("depression,") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, psychological trauma, hormone level abnormal, headache, nausea, weight increased, vaginal haemorrhage, menorrhagia, migraine, mood swings, fatigue, anxiety, alopecia, nervousness, depression and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, nervousness, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure insertion date provided in pif : 01jan2008 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information added. Real fu was processed and there was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / malposition of essure device') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, psychological trauma, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, nausea, pelvic pain, psychological trauma and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Previously reported event "injury" was updated to dysmenorrhea (cramping). Events; migration, dyspareunia (painful sexual intercourse), pelvic/abdominal, back, general abnormal bleeding, psych injury, hormonal changes, headaches, nausea, weight gain, malposition of essure device left fallopian tube sealed were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.